Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer has intraocular lens haptic sticking to each other which requires a second instrument to separate them when he uses our tecnis eyhance iol with smartload delivery system. Because there was no specific product identifiers reported, we are reporting an unknown product serial number to represent the unknown specific suspect products. It was learned that the sales rep. Swung by the doctor's surgery procedure and they soaked the lens longer and the haptic sticking to each other issue was solved. The doctor stated that the lens was being immediately advanced without letting it sit in balanced saline solution (bss) for a bit. When they switched to soak the lens first, it completely resolved the issue. The doctor loved our lenses. No other information was provided.